Event description:
The report is from study. The pt is female with a history of previous pci, hypertension, hyperlipidemia, smoking and a past myocardial infarction. The indication for the index procedure was an acute myocardial infarction. Pre-procedure troponin was less than 2 times above upper normal level (unl). The target lesion was the proximal left anterior descending artery. Vessel diameter was 2.5 mm and the lesion length was 23 mm. Pre-procedure stenosis was 100% and timi flow was 0. The lesion was the restenosis of a driver stent. The lesion was not ostial, smooth contour and concentric. The lesion was a chronic total occlusion (>3 months). The lesion was pre-dilated with a 2.5 x 20 mm balloon at 12 atms. A device was deployed at 18 atms. Ivus was not used and there were no procedural complications. Post-procedure stenosis was 0% and timi flow was 3. Post-procedure peak ck was greater than 5 times above unl and troponin had increased to greater than 5 times above unl. This was diagnosed as a myocardial infarction. The pt was discharged 2 days post procedure.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.